Manufacturer narrative:
Product event summary: the distal segment of delivery catheter was returned and analyzed, the mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that only a distal segment of the guide catheter was returned. The proximal-end of catheter was not returned therefore slitting progression is unknown. No slitter was returned, therefore condition and brand are unknown. The catheter is separated at 52.8cm from the distal end. There appears to be stress cracking and a tool mark at the separation site. The shaft is kinked at various locations.

Event description:
It was reported that during the implant procedure, the delivery catheter broke while the physician was slitting. The catheter was extracted. No patient complications have been reported as a result of this event.